Event description:
20-gauge IV smiths medical jelco device identifier# 10351688071170 expiration date 3/29/2025 was used. With insertion blood return and went to slide the catheter in. Catheter would not detach from the needle safety area. A 2nd nurse was called into room and was able to slide catheter off the needle portion, but the needle safety system was not able to engage. IV site was saved and patient did not have to be poked a 2nd time for an IV. Sharp safety mechanism did not engage.